Event description:
The following info was reported to kci by the kci (B)(6) rep: according to the case report provided, on (B)(6) 2012, a debridement was performed on the pt's right diabetic foot ulcer, and v.a.c. Therapy was initiated. On (B)(6) 2012, upon removal of the foam dressing, hemorrhaging occurred, and v.a.c. Therapy was discontinued. On (B)(6) 2012, compression was applied to the wound, and the wound was closed via suture. The pt recovered.

Manufacturer narrative:
Based on the info provided, it cannot be determined if the alleged hemorrhaging is related to v.a.c. Therapy. There was no alleged product malfunction. Since the unit's serial number was not provided, kci cannot conduct a device eval of the unit. Device labeling, available in print and online, states: with or without using v.a.c. Therapy, certain pts are at high risk of bleeding complications. The following types of pts are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Pt who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anatomosis or grafts) / organ; infection; trauma; radiation; pts without adequate wound hemostasis; pts who have been administered anticoagulants or platelet aggregation inhibitors; pts who do not have adequate tissue coverage over vascular structures. If v.a.c. Therapy is prescribed for pts who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c. Therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c. Therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c. Therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding.